Event description:
During routine testing of the device at the service center, the service technician reported the center keypad of the monitor was faded. The monitor was originally returned for a calibration error code when the faded keypad was found. Since the event occurred at the service center, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.